Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Health professional reported left side capsular contracture, baker grade ii. The device was noted to be implanted post device expiration date. At explant the device was found to be discolored.